Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent bifrontal craniotomy, bone flap removal/reinsertion on (B)(6) 2015 and suture was used. While at a rehabilitation hospital, it was observed that the patient experienced suture spitting at wound site, infection, intermittent fevers and swelling over the site. The patient returned to the hospital on (B)(6) 2015 with fluid collection under the incision. The patient underwent wash out of the wound and was positive for (B)(6) and underwent a surgical procedure on (B)(6) 2015. The patient was in the hospital for two weeks on IV antibiotics. The patient received 6 months of antibiotics for (B)(6). The patient was discharged to home. No additional information was provided.